Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. Some noise episodes were falsely classified as ventricular tachycardia, but no inappropriate therapy was delivered. Programming changes were made. The patient was stable and asymptomatic.